Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A letter was received indicating the lead was capped and replaced due to a defective lead and an unknown intraoperative measurement. No further information was available.